Event description:
The customer reported that the canopy has zipper damage to the right side panel, the teeth do not align. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Zipper damage, teeth do not align. Results - evaluation of the returned product found that the panel side b window zipper slider body is open. Window side a has 1 inch zipper damage on the IV port. (B)(4).